Manufacturer narrative:
.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the urinary leakage was that they went over the programming, met, and had some reprogramming. Unfortunately the patient still had leakage.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6). The patient was leaking and felt stimulation. The patient had a medical procedure that could be related to the issue. The patient had a biopsy of the uterine wall 6 weeks ago and they just took a small portion out to test for cancer. There were no trauma or falls that could be related to the issue. The patient had tried all programs and was usually at 2.00v or 3.00v. The patient had a call in to their health care provider (hcp) and would wait for them to call back. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.